Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prosthesis experienced bilateral baker grade IV capsular contracture and right sided deflation post procedure. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-09391 for contralateral prosthesis report.